Manufacturer narrative:
During further evaluation, it was determined that the mode switch resistance was too low and soft switch was detective on the device. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w and check for air leak. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the safety clutch was worn out and the switch was out of order on the compact air drive device. It was further determined that the device failed pretest for check function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.